Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 26 mg/dl. Low bg cause was not known. Customer consumed bread to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and an intravenous line was inserted; nature of treatment provided was not known. Customer was discharged 10 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.